Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms. After an alarm, the customer would disconnect from the site and insulin was not observed exiting the tubing. The customer's blood glucose (bg) level was in the 300's mg/dl. A correction bolus via the pump was delivered to address the bg level. The customer thought that the occlusions were occurring due to a build up of scar tissue. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.